Event description:
Mid distractor placed without incident. Surgeon performed lefort iii osteotomy. The duration of the procedure was 7 hrs. Four hrs post op, the surgeon was notified that the pt in intensive care unit was experiencing severe cerebral edema. Two drs went back to operation room and placed monitor on brain to monitor swelling. One hour passed and pt died.